Event description:
After deploying a proximal extension, the inner cannula and grey positioner were retracted. While retracting, the nitinol cannula separated and remained in place. Severe angulation is presumed to be the cause. The dilator tip and cannula remain in the body. An attempt was made to snare the separated parts. It is unknown at this time the condition of the patient.

Manufacturer narrative:
This report is still under investigation.